Event description:
It was reported that the hand piece was leaking saline from the cutter release switch. There was no reported patient involvement.

Manufacturer narrative:
Upon investigation, it was found that the o-ring was worn. The leaking was caused by a damaged o-ring on the cutter.